Event description:
The patient reported that their meter had melted in the back after charging their meter with their livongo adapter and cable, and that their wall outlet had begun smoking.

Manufacturer narrative:
There was no injury to the patient, as the incident occurred while the blood glucose meter was charging. The device in question was returned and is currently under investigation. Once the investigation is completed, a supplemental report will be filed.

Event description:
The patient reported that their meter had melted in the back after charging their meter with their livongo adapter and cable, and that their wall outlet had begun smoking.

Manufacturer narrative:
The patient reported a complaint that their meter experienced a thermal event where the wall outlet appeared to be smoking and their meter was melted in the back. No injuries were reported. The patient was sent a replacement device after requesting the affected device back for investigation. Initial functional testing was completed on 6/6/2023. The meter failed all tests as the meter was melted in the back and the device is unable to turn on. This complaint was reported to the FDA dated 06/20/2023. The meter associated with this complaint was sent for investigation. Visual and x-ray inspection was conducted and showed no signs of faults or failures in the charger. The charger block and cable passed the functionality test, charging cable looked very new under microscope implying the charger / cable were rarely used. CT scan inspection of the meter showed expansion in the battery layer of the meter. A unique burn pattern was observed near the antenna area, this sort of burn marks were not observed near the bottom part of battery area. Note: the antenna is located at the bottom of the device and the other side of the pcb. The battery expansion was observed at the top right of the device. The pcb trace looked intact. Battery charging circuit components showed no signs of damage. (B)(4), a third party's, analysis implies there could be an external heat source due to the aluminum-plastic film on the back of the battery has several holes caused due to battery fire/fault. The hole sizes appeared to reduce in size from the outer layer to inner layers. In a typical battery fire/fault condition the damage traverses from inner layers to outer layers. Based on these findings, the force/cause of failure direction is from outside to inside. Telemetry data from the meter showed that the meter continued to record readings from the date that this complaint was opened (may 22, 2023) until the end of may. Incoming inspection performed by teladoc health and kaifa reported that the device was not able to power up and the damage inspection showed disconnected battery harness. In conclusion, a possible external heat source was applied to the device. The investigation result was determined to be a user error. (B)(4) was released dated 09/18/2023 to include the melted battery hazard.